Manufacturer narrative:
The intraocular lens (iol) has not been received for analysis. Lens met all specifications prior to release. In follow-up the account reported the event was not related to the device, the cause of this event was user handling. All available information is provided in this report. Not received for analysis.

Event description:
It was reported the patient experienced a vitreous prolapse during cataract surgery for a very mature cataract with introcular lens implant. Lens was removed and a vitrectomy performed. The nurse stated the event was not related to the device and was a user handling problem.

Manufacturer narrative:
The intraocular lens was inspected under illuminated 10x magnification, no damage was observed to the optic or haptics. A dried substance, which appears to be viscoelastic, was observed on the optic surface. This adverse event is not related to the device. All information available is included in this report.